Manufacturer narrative:
(B)(4). Date sent 6/4/2025. D4 batch#: 392d73. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage, with a reload loaded in the device (a) and a second reload (b) present. The reload loaded had the proximal 16 drivers up and 3 staples were noted to be missing scattered along the staple line. The reload (b) was received with 6 drivers up and the swing tab in the locked position. The reload (b) was reset and the device was tested for functionality with the returned reload (b). It fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 392d73, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure that a tlc75 with blue load would only partially fire and lock out. There was no patient consequence reported.